Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7087485/7087821.

Event description:
It was reported that the patients implant site was healing and opening which was repeating for a few weeks. It was also stated that the leads migrated as confirmed through x-ray. The patient underwent a revision procedure wherein the migrated lead was replaced and discarded. The patient was doing well postoperatively.

Event description:
It was reported that the patients implant site was healing and opening which was repeating for a few weeks. It was also stated that the leads migrated as confirmed through x-ray. The patient underwent a revision procedure wherein the migrated lead was replaced and discarded. The patient was doing well postoperatively. Additional information was received that the implant site that was reopening for weeks is on the right flank. No medication was given.